Event description:
Boston scientific received information that one day post implant of the new device and right ventricular (rv) lead, a false ventricular sensed (vs) event was seen, resulting in inhibited pacing. The patient implanted with this device system was reportedly pacemaker dependent. Technical service discussed observations and recommendations. The device sensitivity was reprogrammed from 0.6mv to 0.8mv and all lead measurements were stable. The pauses in pacing were again observed. A chest xray was performed, however, results were deemed to be within acceptable limits. Non-invasive programmed stimulation (nips) was performed with proper sensing noted. Device sensitivity was programmed to maximum value. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.